Event description:
It was reported that "it was unable to pace during use. Also, the tip of the catheter was more angled than usual." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. The catheter was received coiled and tied in the central area. Continuity testing found the catheter to have an intermittent open condition at the proximal electrode. The distal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. Continuity testing confirmed the intermittent condition at the proximal electrode only. The catheter tip angle appeared to be excessive, but since the catheter had been used, the angle of the catheter tip prior to use could not be confirmed. The balloon inflated clear and concentric without leakage. No visible damage to the catheter body was observed except that the catheter was coiled in the central area. No kinks or indentations were noted. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.